Event description:
It was reported that the burr became stuck with the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad) and mid left anterior descending artery (lad). A 1.75mm rotapro and 5 pack ng rotawire floppy were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. The burr and rotawire were removed together as one unit from the body of the patient. The procedure was completed using the original devices. No patient injury were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 104cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was not able to be reinserted due to the kink in the rotawire.

Event description:
It was reported that the burr became stuck with the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad) and mid left anterior descending artery (lad). A 1.75mm rotapro and 5 pack ng rotawire floppy were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. The burr and rotawire were removed together as one unit from the body of the patient. The procedure was completed using the original devices. No patient injury were reported and the patient was stable after the procedure.